Manufacturer narrative:
Complaint investigation is ongoing; as of the date of this report, no root cause has been identified. A follow-up report will be submitted when new information becomes available. Update 08-oct-2020: there were three complaints received for droplet formation and cross contamination concerns, potentially leading to false positive covid-19 assay results. This lot (20200511) was included in a larger scale complaint investigation involving multiple suppliers and supplier lots. Customer samples of complaint material and samples from remaining inventory of complaint lots were sent to the thermo fisher's r&d group. The r&d group performed testing the week of (B)(6) 2020 to evaluate the occurrence of droplets and risk of cross contamination due to droplets. This investigation confirmed the droplet formation; however, there is no conclusive evidence that droplets lead to well-to-well cross contamination, as observed through functional testing. There are multiple steps in the workflow, if not followed per instructions in the user guide, that can cause potential cross contamination. Cross-contamination can occur any time a highly positive sample is manipulated by touch or transfer, such as during the addition of sample volume to the plate at the start of the extraction process, the addition of reagents to the sample, transfer of eluted sample to the pcr plate, or poor pcr plate sealing prior to the vortex step. The failure mode will continue to be tracked and trended through our post market surveillance procedures and additional action will be taken if an adverse trend is identified.

Manufacturer narrative:
Complaint investigation is ongoing; as of the date of this report, no root cause has been identified. A follow-up report will be submitted when new information becomes available.

Event description:
Cross contamination caused false positive results. On (B)(6) 2020, a customer reported to their testing lab, five (5) samples they believed may be false positives. It was discussed that the suspect sample results may be due to cross contamination from strongly positive samples into other wells during the magmax viral/pathogen ii purification on the kingfisher flex instrument. Thermo fisher performed a cross contamination dye test and determined that cross contamination from strongly positive samples is possible. After re-extracting these samples on a new run the day after initial testing, all five samples were negative. After discovering the false positives, the testing lab implemented a new process of re-extracting any initial positives to reconfirm the positive result before releasing the results. This has caused a delay in reporting of results.